Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line which was not reproduced during evaluation. A review of the event history log identified "air-in-line!" But were not determined if the alarms were true or false. The cause was determined to be the ultrasonic sensor values were found to be out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported upstream occlusion errors which was not reproduced during evaluation. A review of the event history log identified "upstream occlusion!" But were not determined if the alarms were true or false. The cause was determined to be the ultrasonic sensor values were found to be out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line and upstream occlusion errors. There was no patient involvement. No additional information is available.